Event description:
My husband died 2 days after having vascular angioplasty using an angio seal to close the femoral artery that was used to go into his left leg artery. He had many heart issues, diabetes, kidney disease. Btk amputation of right leg, and obviously vascular problems. However, he was not on his death bed and we did not expect this procedure to kill him. I found him unresponsive in our bed at 3:30 pm (B)(6) 2015, not 20 minutes after talking to him and going to make him something to eat. Em's could not get vein to give him epinephrine before using paddles on him so they didn't. (Because I believe he bled to death internally). He was pronounced dead at the hospital at approx 5:30 pm (B)(6) 2015 and I was told they didn't know what killed him. I was devastated to say the least and could hardly function at all for many weeks, (dropped 70 lbs in 5 weeks), and therefore wasn't thinking about anything other than I would never see my husband of nearly 40 years ever again. So. I did not have an autopsy done to find out what did kill him, but I believe he bled to death, internally. He never got over the surgery. He was in tremendous pain from the time he awoke until he died. He was throwing up and losing his bowels. I called the surgeon and he called in a prescription for the pain. After my husband's death, I kept his f/u appointment with the surgeon the next week and then went back and talked to him two more times. I asked him if he could have bled to death due to be femoral artery being nicked or from the plug not working or not used correctly. He admitted that there was a good probability that this is what happened. I feel very guilty for taking my husband for this procedure because when I looked up this doctor, the first website that came up was, "baddoc.com. (B)(6) had his license revoked several times. Twice for not informing pts of losing things in their bodies, one which resulted in the pt losing his leg, and also for two cases of driving under the influence causing car accidents. He is still going to rehab twice a week and working on a restricted license. This was a case of a bad doctor using a device that also may have failed resulting in death.